Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, bolus wizard or verify bolus delivery anomaly, battery out limit alarm due to blank display. The insulin pump had cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 495 mg/dl and the insulin pump got wet and is not functioning as designed. Troubleshooting found that, after the pump got wet, it does not deliver the correct amount of insulin. The customer also indicated that there is condensation under the lcd screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.